Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failed power switch likely occurred because the operating force amount and frequency during application of the power switch exceeded that expected. There has since been a design change to improve the tolerance of the power switch.

Manufacturer narrative:
This report is a correction of the initial report's date aware. The initial report inadvertently sighted the aware date as 02dec2020, instead of the correct date of 12dec2020.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, it was noted that the device's old version switch was broken and required replacing. Additionally, the scope socket slider switch was worn out, was unable to maintain high intensity mode, and the turret motor was louder than expected. The aforementioned components were replaced, successfully tested, and the device was returned to the user facility on (B)(6) 2021. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. Upon completion of the investigation, or if additional information should become available, a supplemental report will be submitted.

Event description:
As reported, during the preparation for use, the evis exera iii xenon light's power switch was sticking and failed to work. No patient harm was reported as a result of this event.